Manufacturer narrative:
(B)(4). Concomitant medical product: tibial componet stemmed precoat catalog # 00598003701 lot # 63851950. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty, the implant was not locking into place with the mating component. This caused a delay in surgery. Another device was used to complete the surgery.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The reported event was confirmed as product was returned. Examination of the returned part shows signs of severe damage such as nicks and gouges on the inferior side of the part and railing is also compressed on the postero -inferior side of the part. No major damage was observed on the superior side of the part. The dovetail feature is compressed on one side and flared out on the other side.DHR was reviewed and no discrepancies relevant to the reported event were found. As the dovetail feature was observed to be compressed on one side and flared out on the other side, the root cause is attributed to surgical error. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.